Manufacturer narrative:
The device involved was not returned to the manufacturer for evaluation. We are unable to confirm a kinked cannula or other product condition or malfunction which may have contributed to the customer's high blood glucose levels. The lot qualification records were reviewed; the lot met specifications. The omnipod user guide instructs users to check blood glucose levels frequently so that they're able to notice and react quickly to any issues. The user guide also recommends replacing the pod if blood glucose remains elevated four hours a bolus is first administered. The customer's report of the incident indicates she continued to wear the device for approx eight hours after the first bolus was initiated.

Event description:
Customer reported blood glucose of 289 mg/dl after wearing pod for about an hour. She administered an insulin bolus and after about three and a half hours, her blood glucose was 469 mg/dl. A second bolus was initiated at that time. She replaced the pod the next morning, after approx five more hours, at which time she reported blood glucose of 489 mg/dl and a moderate ketone result. The customer described the cannula of the removed pod as kinked.